Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 the patient alleged obtaining a reading of "124mg/dl" on his lfs meter. The patient reported obtaining a reading of "10 and 11mg/dl" on an ems meter, greater than 30 minutes from one another. The patient reported using "rantis" insulin (unknown dose) to manage his diabetes. The patient reported taking his usual dose of medication on the day of the alleged issue. The patient reported on an unknown date and time, the patient passed out. However, on (B)(6) 2012, the patient was treated by ems with IV glucose. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia, ems obtained a severely low blood glucose reading, and the patient required medical intervention by ems to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.